Event description:
It was reported that a peritoneal dialysis (pd) patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized immediately prior to the time of death. The cause of death was unknown. The patient was not on the homechoice at the time of death. It was not reported whether an autopsy was performed. It was not reported if pd therapy was ongoing until the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.